Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hot to touch while charging. Subsequently, the pump declared multiple temperature alarms and the alarms repeated while the pump was charging. Customer's blood glucose was 160 mg/dl. The customer continued to use the pump and had manual injections as alternate insulin therapy.